Event description:
Patient came for outpatient cardiac cath. During cath the svg began to thrombose. The patient required an iabp to be placed for hemodynamic support. Next day, arterial sheath in groin was removed along with iabp and an axillary arterial line placed. Prior to iabp removal ther was an augmentation alarm. The patient ultimately passed away. There was difficulty with hypotension that was treated via IV med support. Another iabp was discussed but not placed at the time because it was not warranted. There was a hematoma noted in groin before removal.

Manufacturer narrative:
Since the device information was not available, the customer shipping history was reviewed to determine the most likely lot(s) involved in this event. A lot history review was performed for those lots. No nonconformances were found that are considered to be related to the event. (B)(4).